Event description:
It was reported that after a thunderstorm, the patient's universal battery charger (ubc) was no longer functioning and smelled burnt. The ubc was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported of the universal battery charger (ubc) no longer functioning and smelling burnt was confirmed. The ubc (serial number: (B)(4)) was returned to the european distribution center (edc) for evaluation. Visual inspection of the returned ubc revealed several electrically damaged components on the main printed circuit board (pcb) and the logic pcb. Damage consistent with fluid ingress was observed on logic pcb. Additionally, it was noted that an unremovable foul odor was coming from the device. The ubc was not functionally tested and was scrapped due to the extensive component damage and odor observed. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed fluid ingress damage could have contributed to the reported event. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate ubc instructions for use (IFU) (rev. D) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 IFU (rev. G), under section 7 ¿alarms and troubleshooting¿ also cover all ubc faults and advisory messages. Heartmate 3 patient handbook (rev. G) and heartmate 3 IFU (rev. G) section 3 ¿powering the system¿ explain the various ways to power the heartmate ii lvas. This section also explains how to use and care for the ubc. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU (rev. G) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. G) section 1 "introduction" inform the user to keep the system components dry. Section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.